Manufacturer narrative:
Control lot: 20miu/ml hcg urine lot: hcg100223-01, 100miu/ml hcg urine lot: hcg100513-01, 294.2iu/ml hcg urine lot: hcg100727-03, 500iu/ml hcg buffer lot: hcg100305-01. Summary of results: the retention devices meet qc spec, details as below: correct positive results were observed when tested with 20miu/ml hcg urine control at 3 minute read time. (N=5). The 100miu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=4). The 294.2iu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=3). The 500iu/ml hcg buffer control yielded (B)(6) at 3 minute read time. (N=1). Conclusion: from retain testing with in-house controls, the client's result was not replicated and the product performed as expected meeting qc specs. Verify the product number, product description, lot number and batch record; no abnormal results were found. No corrective action required at this time as no product deficiency was established.

Event description:
Caller reported false negative urine hcg results using the hcg combo device sp brand test vs quantitative results of 166,000miu/ml.